Manufacturer narrative:
Product ID: 3889-33, lot# va1gh2g, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd:2021.04.27, UDI#: (B)(4). Due to new information and imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Review of new information determined that some information previously reported in the regulatory report #3004209178-2017-15283 should be captured in this report instead as it occurred with the lead reported here. The full description of the event is provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they felt like someone was punching them in their butt and was having a little bit of discomfort. Patient reported that they had tried adjusting stimulation and was on a program that works best for them. Patient stated they were having back pain, further mentioning the whole right buttock, and could not sit for very long because it was uncomfortable. Patient also noted that they were told that they would not be able to feel the device through their skin but was scared it would come out and stated that they thought they could feel it. Patient also stated that they returned to work a day prior to the report, and has a very active job, and 2-3 times, all of a sudden, they had felt pain where the device was, further stating that the pain was dull and not sharp. Patient wanted to know when symptoms would pass and when they could begin strenuous exercise again. Patient was redirected to follow up with the health care provider (hcp) regarding the symptoms reported, and they said they would be seeing the hcp the following day. Additional information was received on 2018-jun-02. Patient was considering device removal and since she was stuck with the device, until she can come up with enough money to pay her deductible, is there any way for the manufacturer to come up with her deductible because she was suffering terribly and does not have the money to come up with it. The patient wanted to get it removed and be done with it because the pain was causing a lot of discomfort and the patient couldn't take it anymore. Patient reported in (B)(6) (2017) patient went back and they did an x-ray and the hcp reported that it was supposed to be 1 and 4 and it was 2 and 2. The hcp drew a picture where the leads were, and they were off again. Patient said she had to turn it off in feb because it was making her symptoms worse not better and causing a lot of pain and discomfort mostly in her tailbone area and right buttock. Patient reported suffering terribly. Patient was having really bad pressure and she felt sensations that go down right legs/ right buttock area. Patient reported feeling sore, patient felt like someone punched in her bum. No trauma/falls were reported that could be related to this issue. Patient said she had tried all of the 4 settings and tried new settings, patient had tried everything. Patient was upset about it not been working. Patient reported she was now considering botox. Patient said when she was just sitting, she could feel it down to the back of her knee. Patient reported it was not every day constant pain, but the pain and pressure in her tailbone bothers the most and patient cannot sit in any position for very long she had to constantly shift her weight, could not sit comfortably. Patient reported the device was kind of large, larger than she thought it was going to be. Patient reported that it just felt like she had a tick bed. Patient said aleve and tylenol were not helping they gave her a low dose of percoset and that did not do anything but at least it was something. No further patient complications are anticipated or expected as a result of this event. Information was received on 2019-apr-09 by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient was not seeing improvement from the device. The environmental/external/patient factors that may have led or contributed to the issue are not known. The diagnostics/troubleshooting performed included reprogramming. As a result of what was reported, the system was explanted. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient was not seeing improvement from the device. The environmental/external/patient factors that may have led or contributed to the issue are not known. The diagnostics/troubleshooting performed included reprogramming. As a result of what was reported, the system was explanted. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis found that the ins was functionally okay with insignificant anomalies. Analysis found that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.